Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris secondary set had a chemo spill at cortland. The following information was provided by the initial reporter: the 4th event was reported to this email address. The 4th time chemo spill was at (B)(6). Additional information from customer on (B)(6) 2023. Are you able to provide the date of event? (B)(6) 2023. What is the material number and lot number involved? Ref ms3500-15, lot unknown. How many defective set(s) affected in this incident? 1. Any adverse events or serious injury reported to patient or healthcare professional? No. Was patient or healthcare professional being exposed (in contact) with chemo? No. What were the patient and healthcare professional outcome? Na. Was there any delay of, or change in, the course of treatment due to this event? Yes, there was a delay in treatment as medication had to be remade. What procedure was being performed? Chemotherapy administration. What medication was used in the procedure? Leucovorin. Was there any medical intervention due to this event? No. Is sample available to be returned to bd for further investigation? No. Is there any sample photo available? No, previous photos have been sent showing issue, but no picture of this specific event available.

Manufacturer narrative:
H6: investigation summary no photo or sample was provided with this complaint but the material and customer's previous photos is enough to verify this complaint and provide a root cause of improper application of solvent during production. The manufacturer has been made aware of this and there are corrective actions in place to limit any further occurrences of the drip chamber separation failure. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris secondary set had a chemo spill at cortland. The following information was provided by the initial reporter: the 4th event was reported to this email address. The 4th time chemo spill was at cortland). Additional information from customer on 08-02-2023 - are you able to provide the date of event? 07/19/23 - what is the material number and lot number involved? Ref ms3500-15 lot unknown - how many defective set(s) affected in this incident? 1 - any adverse events or serious injury reported to patient or healthcare professional? No - was patient or healthcare professional being exposed (in contact) with chemo? No - what were the patient and healthcare professional outcome? Na - was there any delay of, or change in, the course of treatment due to this event? Yes, there was a delay in treatment as medication had to be remade - what procedure was being performed? Chemotherapy administration - what medication was used in the procedure? Leucovorin - was there any medical intervention due to this event? No - is sample available to be returned to bd for further investigation? No - is there any sample photo available? No, previous photos have been sent showing issue, but no picture of this specific event available.